Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one 2.0mm imf screw self-drilling 8mm (part number: 201.928e, lot number: unknown) was received with the following complaint description: ¿surgeon was inserting imf screw during a mandibular trauma procedure and during the final tightening, screwdriver sleeve was retracted and the screwhead sheared off¿. The complaint condition of ¿broken: intraoperatively¿ is confirmed for the implant. Upon visual inspection it can be seen that the screw head had been sheared off from the screw most likely due to over tightening of the screw or the screw was inserted into dense cortical bone causing an excessive load on the screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device broke intra-operatively and was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the head of a self-drilling screw sheared/broke off during the final tightening stage of a mandibular trauma procedure on (B)(6) 2015. No debris was found at the insertion site. The procedure was completed with another identical screw, which was able to be properly inserted. A five (5) minute surgical delay was noted. This report is 1 of 1 for (B)(4).